Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a perforated cornea in the right eye during laser assisted cataract surgery. The control points were verified and were in proper placement. A suture was placed on the eye. Additional information requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).